Event description:
Pt (female, 56 yrs old) developed severe steal syndrome causing neuropathy and threatened limb loss of right hand. Graft was ligated to prevent further damage. Product not available for return. Physician would like a recommendation for solution. Catheter was placed after graft ligated (tied off). Pt. Was diabetic and overweight. Physician concerned because he's "implanted over 150 grafts and this is the 1st he's seen with this type of result."